Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Clarification to d6a: partial date of 2003 provided. Continued e1: alternate phone number: (B)(6). Continued e1 -- alternate email address: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.